Event description:
It was stated by the nurse that the customer was hospitalized for diabetic ketoacidosis. The nurse reported a blood glucose reading of 447 mg/dl during the call. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure tests. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.